Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component code).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. The cardiosave intra aortic balloon pump (iabp) screen became unresponsive after the unit had been running for a period of time. The issue was traced to a faulty screen motherboard. After replacement the machine was working normally. There was no personal damage reported. Multiple good faith efforts have been made in regards to receiving information on service. If the information is received the record will be reopened and updated accordingly. Technician of the maquet failure analysis and testing (fat) department, wayne, the failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-1182 rev f, sn: (B)(6) video gen. Board this part was received with a reported unit failure message of ¿screen freezes and no response¿. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed video gen. Board into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Performed functional tests and passed. Also, passed touchscreen calibration. The fat dept, could not be replicated the failure message of ¿screen freezes and no response¿. Video gen. Passed testing. Retaining video gen. Board in the fat dept. Per procedure 0002-07-d008 rev au. Probable root cause: improper seating or loose connections in the unit could cause intermittent display failures.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. The cardiosave intra aortic balloon pump (iabp) screen became unresponsive after the unit had been running for a period of time. The issue was traced to a faulty screen motherboard. After replacement the machine was working normally. Multiple good faith efforts have been made in regards to receiving information on service. If the information is received the record will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the inspection, the cardiosave intra-aortic balloon pump (iabp) screen would become unresponsive after running the device for a while. There was no harm reported.